Event description:
A customer contacted beckman coulter regarding an erroneously high accu tnl result from a single patient that was generated by the access 2 instrument. The accu tnl result for sample a was 1.08ng/ml. The result was reported out of the lab. On the next day, the customer collected a fresh sample from the patient and ran a second accu tnl test. No information was provided why the fresh sample was collected. The accu tnl result for sample b was 0.01ng/ml. The result was reported out of lab. The customer then re-tested both samples (a and b) for accu tnl. The re-tested accu tnl results were: 0.02ng/ml for sample a 0.01ng/ml for sample b. The customer indicated that there has been no report of patient injury attributed to or connected with this event.